Manufacturer narrative:
H10: based on the collected information and on technical intervention, the root cause of the event can be traced back to a defective main circuit (cpu) board. The failure of electronic board can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to the variability of micro subcomponents. However, there is no concerning trend for this kind of failure.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6), china. Through follow-up communication livanova learned that after returning to the hospital, another equipment to support the patient was immediately used. Therefore, there was no interruption of blood flow. Moreover, it was learned that the direct reason of patient death was the critical condition of the patient himself. Clinical patient history: years of diabetes. While transferring, the patient was diabetic keto acidosis and lactic acidosis, coma, shock, respiratory failure, acute renal insufficiency and hypoxic-ischemic encephalopathy have been reported clinically. Therefore, patient death is considered non-device related by health professional responsible for care (hcp). After subsequent maintenance by authorized technician, the main circuit (cpu) board on the control panel was confirmed faulty. The device was repaired after replacing this board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump console gave an error code associated to shaft angle encoder defective and the centrifugal pump stopped running. Then, since the failure could not be eliminated, pump hand crank was performed in time by health professional responsible for care (hcp). The issue occurred during patient ECMO transfer on the ambulance. Patient died.